Event description:
Reportedly, after the instrument was fired, the knife would not reach to the tissue and therefore it could not cut the tissue. Then the surgeon could not remove the instrument. Converted to an open procedure.